Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot number reported, 6706828, does not belong to a screw driver. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history review could not be performed as the part/lot number combination could not be found. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. .

Manufacturer narrative:
A manufacturing investigation was conducted, the returned part was investigated: the screwdriver shaft is badly worn. We are not able to determine the exact reason for this reported problem, but we suppose that this is a normal damage occurred from wear and tear and often use. The screwdriver shafts need to be inspected before surgery and replaced as necessary. The manufacturing records were reviewed the screwdriver shaft was manufactured in december 2013, produced to specification and met all release criteria. No product fault could be detected. Device history records was conducted. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Review of manufacturing records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported during removal of the driver would not engage with the recess of the screws. Two locking screw heads got worn out. The event reportedly delayed the procedure 30 minutes this is report 1 of 1 for (B)(4).